Event description:
After use of the device for an endoscopic vein harvesting procedure, the user reported, the light guide connector could not be removed. No other details regarding the nature of the event were provided. Since the event occurred after an endoscopic vein harvesting procedure, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.